Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose results were 46mg/dl, 139mg/dl, 96mg/dl. Tests were done within <10 mins with a difference of 55mg/dl. Pt did not experience any adverse events. No further info has been reported.